Event description:
Pt undergoing total knee replacement; mallet used cracked and left residue on surgeon's gloves and assistant's gloves. Operative site irrigated with copious amount of irrigation. Case completed.